Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported the device displays transducer fault, motor fault, and hardware fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on for an extended period without fault. The event log was reviewed, which found a single instance of "alarm motor fault and alarm hardware fault" errors. Calibrations were performed on the transducers and passed. At this time, the reported event was confirmed however, not duplicated. Therefore, no component root cause can be determined, the findings do not lead to a clear conclusion about the cause of the reported event.